Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 which occurred on home choice (hc) during unknown drain cycle. The home patient (hp) had disconnected and went to bed. The baxter technical representative (tsr) explained the alarm and the hp stated that he will set up early that night for therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The system error 2240 alarm was confirmed. The cause was use error patient disconnected and did not reconnect. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).